Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) and from a healthcare professional (hcp) regarding a trial patient. It was reported that the patient had an appointment on (B)(6) 2016 to review options with their doctor to address a rash. The rash occurred under the neoprene belt, from the pouch that was holding the external neurostimulator (ens). The rash appeared suddenly; the trial started on (B)(6) 2016 and the rash appeared on (B)(6) 2016. The patient noted that they had a latex allergy. The trial was set to last until (B)(6) 2016. It was noted that the patient complained of an allergic reaction, noting that it wasn't from the whole strap, just from where the pouch was sitting. They further stated that it was broken out, red, and irritated. On 2016-10-19, a hcp reported that it was unknown if the rash was resolved. The patient had an appointment scheduled for (B)(6) 2016 for follow-up. On 2016-09-26, they put a bid on betamethasone cream for the patient and, on 2016-09-29, the patient was prescribed ceftin, at 250 mgs, and a medrol dose pack. The cause of the rash was undetermined, although they stated that it could have been the adhesive.